Event description:
Discordant immulite 2000 hcg results were generated on two patient samples. The customer had been using the hcg assay to monitor as a tumour marker and these patients had been sampled over several months. There is no known report of treatment given or withheld based on the discordant hcg results.

Manufacturer narrative:
A siemens fse (field service engineer) analyzed the immulite 2000 instrument and instrument data. After analyzing the instrument and instrument data, it was determined that the cause of the discordant hcg results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. Note: the immulite 2000 hcg instruction's for use do not support the use of this method as a tumour marker.